Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms on (B)(6) 2020. It was reported that the patient's low flows alarms temporarily resolved with fluid intake. The patient was reported as asymptomatic except for a newly reported dark/tarry stool that could be contributing to the low flows. The patient was reported as being evaluated for a gi bleed. It was reported that a gi bleed could not be confirmed. The patient had cbc (complete blood count) labs performed. Symptoms noted were hematocrit and hemoglobin were dropping but the site was uncertain of the reason. The patient was treated for chronic pain and anxiety. The treatment for the possible bleed was undetermined. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 02sep2020 at 4:20:59 through 11:05:05. Low flow events were captured throughout the log file from 02sep2020 at 6:32:08 through 10:54:01. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. None of the events lasted over 10 seconds, and no low flow alarm was flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient had transient low flow events which persisted depending on the patient¿s fluid status. The low flow alarms temporarily resolved with fluid intake. The patient was reported as asymptomatic except for a newly reported dark/tarry stool that could be contributing to the low flows. According to the account, the gi bleed could not be confirmed. The patient had cbc (complete blood count) labs performed. The patient¿s hematocrit and hemoglobin were dropping but the site was uncertain of the reason. The patient was treated for chronic pain and anxiety. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for mlp-018749 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 19mar2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.